Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However performance data was received and analyzed. Analysis of the data indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Rv impedance is low throughout the record, ranging from 114-323 ohms. An rv bipolar lead impedance warning occurred on (B)(6) 2015. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. Thresholds rose from 1.0 volts to 1.75 volts between (B)(6) 2014 and (B)(6) 2015. R-wave amplitude was variable throughout record with a decreasing trend from >5mv in (B)(6) 2014 to variable between 3.0mv and 4.625mv after (B)(6) 2015. Concomitant product: a5dr01, ipg, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had low pacing impedance, rising pacing thresholds, and was undersensing. The lead was replaced. No patient complications have been reported as a result of this event.